Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pt noted leaking from IV tubing while driving to infusion center. Area of leak appears to be at blue med port. Pt infusing doxorubicin over 48hr via tl PICC. Instr pt to shut off pump now and clamp PICC lumen. Verified pt in hosp cc parking lot. Instr pt to obtain rubber glove at entrance if possible or paper towel to wrap around blue med port to contain any dripping before going into cc. Instr pt to notify nursing immed and have area of leaking onto skin washed thoroughly. Patient received 177.4 ml out of 200 ml ordered before leak discovered. Infusion discontinued. Outcome: unable to observe the leak upon inspection at the branch. No patient harm. Doxorubicin 109 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours type of drug:doxorubicin 109 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours delay in therapy:unknown; need for medical intervention:unknown; patient involvement: yes; death / serious injury: no; human harm: no. "

Event description:
The event was reported by a customer from USA: administration set leakage of doxorubicin.

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.